Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.